Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial#(B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97745nt patient programmer (ptm) (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated that they have not been able to charge their implant for the last two days, but the controller has been acting up for the last week while trying to charge implant. Pt was able to meet with the rep about two days ago to swap out their li battery pack, but this did not resolve the issue. When the the rep put the new battery in the controller that seemed to work in the office, but now the controller will not take a charge or charge implant. Caller stated that sometimes the green light on the controller will come on while attempting to deliver charge to controller. Pt's implant was reported to be at 50% charge while on call; controller was at 80% and they wanted to keep that as high as they could. Caller mentioned that previously the controller was at 100%, then immediately had gone down to 80%. Caller stated they had tried resetting the controller many times by removing li battery pack, this has not resolved the issue; sometimes the screen would flicker on and off. Agent had caller remove li battery from controller and plug into ac power supply. Caller confirmed green light was shining on ac power supply, but the empty controller wouldn't power on. Agent had caller put the battery back into controller. Caller confirmed the green light on controller didn't come on. Agent had caller inspect the controller port and ac power plug for damages. Caller stated they were only seeing one set of gold pins inside controller port. The issue was not resolved. Agent submitted email before cut-off time, and later in the call the caller mentioned that they may actually see all the pins (caller was unsure and seemed confused).